Manufacturer narrative:
The investigation confirmed the cause was a defective potassium the investigation confirmed the cause was a defective potassium the investigation confirmed the cause was a defective potassium electrode and replacement of the electrode solved the issue. As the user electrode and replacement of the electrode solved the issue. As the user electrode and replacement of the electrode solved the issue. As the user could not provide further information or the electrode, no further could not provide further information or the electrode, no further could not provide further information or the electrode, no further investigation was possible. No adverse events were reported. Investigation was possible. No adverse events were reported. Investigation was possible. No adverse events were reported.

Event description:
The field service representative was troubleshooting an issue with urine potassium and ran samples for correlation between the two integra 800 analyzers at the site and noted there was a bias. All results are in mmol per l. The results from integra 800 (B) (4) were as follows: patient sample 1 = 39.6, patient sample 2 = 52.0, high control ran as a patient sample = 56.7, survey material = 116. The results from integra 800 (B) (4) were as follows: patient sample 1 = 42.6, patient sample 2 = 56.1, high control ran as a patient sample = 61.7, survey material = 130. No erroneous results were reported as these samples were run for troubleshooting purposes only. The field service representative determined there was a defective potassium electrode and replaced it. To verify the analyzer operation, he ran calibrations, qc, precision checks and compared the results with the other integra at the site.